Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The reported event is confirmed through investigation. The investigation of the device identified a fatigue fracture. There is no indication to suggest a material or manufacturing defect. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
It was reported that a revision surgery was performed due to breakage of the stem segment.